Event description:
It was reported that a user experienced recurrent nocturnal low blood glucose while using the ilet, including a reported glucose of 53 mg/dl, and expressed concern that the pump was delivering too much insulin; the user has been eating before bed to prevent overnight lows and was transferred for clinical support and additional training. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no available findings, with insufficient information to determine a specific device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.